Event description:
Device malfunction: none. Symptoms/ae: stroke/seizures. Time of symptoms/ae: post the procedure. It was reported that on the same day, post an uneventful left internal carotid artery stenting procedure, the patient experienced low blood sugar and began "twitching", had a seizure and slumped over. The patient awoke, and was unable to move the right side and had some right-sided facial droop. Infusion was given and the symptoms resolved that evening. The following day, the patient had another seizure lasting approximately 10 minutes. An MRI showed multiple small cerebral vascular accidents. Lovenox and coumadin were administered. The symptoms resolved 4 days later and the patient was discharged to home 12 days post procedure. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke and seizures are known possible adverse events associated with the use of the carotid stents as listed in the device instructions for use. No device malfunction was reported.